Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, nausea, and vomiting, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction and/or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Per the reporting pd registered nurse (pdrn), the patient¿s pd catheter (not a fresenius product) will be removed. An email response from the pdrn confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain, nausea, and vomiting. A peritoneal effluent fluid culture and cell count (wbc = 13,000 /mm3 and pmn = 93%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth (preliminary result); however, the patient¿s antibiotics were continued. Although the timeline is unknown, it was reported the patient¿s pd catheter was removed, a hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient was transitioned to hd for rrt. The patient remains hospitalized as of (B)(6) 2026 and is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Presently it is unknown if the patient will return to pd therapy once the peritoneal infection has cleared.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Per the reporting pd registered nurse (pdrn), the patient¿s pd catheter (not a fresenius product) will be removed. An email response from the pdrn confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain, nausea, and vomiting. A peritoneal effluent fluid culture and cell count (wbc = 13,000 /mm3 and pmn = 93%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned negative for growth (preliminary result); however, the patient¿s antibiotics were continued. Although the timeline is unknown, it was reported the patient¿s pd catheter was removed, a hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient was transitioned to hd for rrt. The patient remains hospitalized as of 14/jan/2026 and is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Presently it is unknown if the patient will return to pd therapy once the peritoneal infection has cleared.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.